Event description:
It was reported that prior to use with 2 bd safeassist¿ safety pen needle 30g x 5mm (100 count) the label had the incorrect information. There was no report of patient impact. The following information was provided by the initial reporter: customer complained about the wrong pzn on the product. Rekg000965262. Delivery bill no: (B)(4).

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This complaint was confirmed to be a packaging graphics error therefore a review of the packaging process at the site is not required. CAPA was raised to address this issue.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to use with 2 bd safeassist¿ safety pen needle 30g x 5mm (100 count) the label had the incorrect information. There was no report of patient impact. The following information was provided by the initial reporter: customer complained about the wrong pzn on the product. Rekg000965262. Delivery bill no: 604571.